Manufacturer narrative:
Did not available as product was manufactured on or before (B)(6) 2014. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 43.4 cm. An external abrasion breaching the outer insulation and exposing the outer coil was found 18.7 to 18.9 cm from the distal tip consistent with friction to another device or feature of the patient anatomy. An external abrasion was found 42.8 to 43.0 cm from the distal tip breaching the outer insulation and exposing the outer coil consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.